Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported keypad anomalies. The following keys were inoperable: #5, #6, #7, #8, and #9 caused by a failed keypad. When attempting to navigate through care area/drug selection and attempting to input desired parameters, the following was observed: when any of the remaining functional keys were pressed, an automatic output of the #6 key occurred following the selected key's function. The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum pump had a malfunctioning keypad and "each touch registered as two." It was also reported that there was no patient incidents.